Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had asymptomatic, self-resolving low flow alarms. Their average flow was down trending and they had high pulsatility index (pi) despite normotension and presume euvolemia. The patient had a known history of extrinsic outflow graft obstruction (eogo) with their last computed tomography angiogram (cta) being performed 6 months ago. Log files confirmed several low flow events that were not sustained for long enough to trigger the audible alarm. These were associated with elevated pi levels.

Event description:
History of outflow graft obstruction is captured under manufacturer report number 2916596-2024-02614.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed through the evaluation of the submitted log files. A specific cause for the alarms could not be conclusively determined. The controller event log file captured an overall decrease in flow values on 21may2024. A few low flow faults were also observed; however, these faults did not last long enough to activate low flow hazard alarms. The decrease in flow was accompanied by a slight increase in pi values. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor,¿ describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.